Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature: olympus medical systems corp. (Omsc) received a "tips for using spyglass peroral pancreatoscopy and x-ray-guided electrohydraulic lithotripsy for refractory pancreatic stones". This retrospective study was aimed to evaluate the efficacy of peroral pancreatoscopy (pops) and x-ray-guided electrohydraulic lithotripsy (ehl) in treating refractory pancreatic stones. A total of 159 patients with symptomatic chronic pancreatitis and pancreatic stones were treated with combined extracorporeal shock wave lithotripsy (eswl) and/or endoscopic stone lithotomy/endoscopic lithotripsy (el). Of them, 141 cases were successfully completed stone lithotripsy, but 18 patients (refractory cases) had undergone ehl procedures as the second treatment modality. Pops-guided ehl was performed in nine cases, and x-ray-guided ehl was performed in nine cases. The study reported that stone fragmentation was successful in nine (50%) patients: four (4/9) in the pops-guided ehl group and five (5/9) in the x-ray-guided ehl group. Two patients developed mild post-ercp pancreatitis following x-ray-guided ehl. The study concluded that pops and x-ray-guided ehl might be an alternative treatment for refractory stones. But, as ehl can cause severe complications, adequate precautions are necessary for these treatments. This article includes 2 reports: patient identifier (B)(6) for tjf260v. Patient identifier (B)(6) for tjf-240. This is report 1 of 2 for patient identifier (B)(6) (tjf-240) for the following adverse event: the authors reported 2 patients with moderate post-ercp pancreatitis (pep); treatment was conservative management.

Event description:
Additional information received from author: in the author's medical opinion, the olympus device did not cause the adverse event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the author and the results of the legal manufacturer¿s investigation. New information added. Device history records review was not performed since the serial number was not provided. Olympus ships product manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified.